Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not working. The consumer stated that the patient got hurt and was now in a nursing home and the battery didn't work and they don't want it changed. The indication for use was unsuccessful disc surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.